Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. Description of event: it was reported the open-end ureteral catheter¿s sterile package contained foreign material, ¿dark dots,¿ prior to an unspecified procedure. The issue was found by the nurse prior to opening the package. The procedure was completed by using another same-like device. A customer provided photo shows dark specks of foreign matter in the closed package. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned. A photo of the complaint device was provided that shows dark specs of foreign matter in the pouch. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of manufacturing procedures found controls to be in place, each packaged device is visually inspected for foreign matter. Due to the individual nature of inspecting package product for foreign matter, one nonconformance does not indicate additional nonconformances in the lot. Additionally, there have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product are in the field. The catheter was supplied with IFU which includes the following. How supplied supplied sterilized by ethylene oxide gas in peel open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Cook has concluded the cause of the complaint is manufacturing related. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported the open-end ureteral catheter¿s sterile package contained foreign material, ¿dark dots,¿ prior to an unspecified procedure. The issue was found by the nurse prior to opening the package. The procedure was completed by using another same-like device. A customer provided photo shows dark specks of foreign matter in the closed package. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - country= hong kong h3 - device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.